Event description:
On 12/21/71 pt had a palpable nodule on her impalnt. Subsequent physician's notes state pt had lump in her left breast and a left breast biopsy that showed fibrocystic disease with focal intraductal hyperplasia. Pt has rheumatoid arthritis with the onset being about 1973. She has difficulty with their fingers, wrists, knee, ankles and shoulders. Pt has deformities of both hands and complains of pain in the joints and loss of function overall. Physician's letter states pt continues to have a significant amount of joint pain, swelling and disability and is somewhat depressed regarding her arthritis. She is stiff for the entire day and relates feeling bloated and continues to have insomnia due to joint pain. Physician's letter of september 9/25/91 states pt now has myalgias and arthralgias each night and describes sonme pleuritic type pain and nausea. Pt developed chronic bronchitis and mild emphysema between 1993-1994.